Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The device was prepared and inserted without issues. Three applications were given on the cti line in the right atrium. Then, the physician attempted to move the catheter, and it fell into the valve. After some troubleshooting, the catheter was pulled back to the right atrium and noticed that one spline was detached from the distal end. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The device was prepared and inserted without issues. Three applications were given on the cti line in the right atrium. Then, the physician attempted to move the catheter, and it fell into the valve. After some troubleshooting, the catheter was pulled back to the right atrium and noticed that one spline was detached from the distal end. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has been received for analysis. The device was returned with one spline separated from the cage at the distal tip, with stretched material visible at the sites of separation. Microscopic voids were also present on both sides of separation. Device history record (DHR) review: the DHR for 35697390-048 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: hazard analysis documentation was used to perform this risk review, referencing catheter failure (deployment failure, flushport failure, kinked, broken spline, etc.) Resulting in catheter replacement - severity 2. Additional review is not required. Labeling review: the device was used for atrial flutter; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Additional review is not required. The "cause linked to device but unable to trace more specifically" conclusion code was selected for the allegation of "spline damaged/defective." Analysis confirmed the presence of a spline separated from the distal tip of the spline cage while still attached at the proximal end of the spline cage of the catheter.